Event description:
Philips received a complaint by the customer on the v60 indicating that there was a brown oil-like substance coming out of the blower. It was reported there was no patient involvement at the time the issue was discovered. A field service engineer (fse) went onsite and replaced the blower to resolve the reported issue. The fse replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.